Event description:
Information received by medtronic indicated that the customer had loss of communication between pump and transmitter. The customer had received cannot find sensor signal alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.